Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no deviation from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented and/or detected by handlingthe device inaccordance with the following section of the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection, - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found foreign material on the jet tube exit. Foreign material was attached to the bending section cover glue. And the light guide lens had foreign objects. The reported fault was likely a result of insufficient reprocessing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign materials on the plastic distal end cover and bending section cover. There were no reports of patient involvement.